Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. The malfunction did not recur after the reset, and it was decided that the customer could continue using the pump. The caller was advised to call back if any malfunction code appeared again.